Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported their defibrillator had no response. There was no reported pt involvement and/or pt impact.